Event description:
It is reported that the locking ring on the shell was stuck and could not be moved. The liner was unable to be implanted due to this.

Manufacturer narrative:
When both tabs are not in the slot, the locking ring will not expand adequately to accept the liner. This can result in, as described in this complaint, having difficulty inserting the liner into the cup. Step by step assembly instruction is provided both in the surgical technique and package insert. There is also instruction for checking the position and condition of the locking ring prior to assembly. The shell as returned with only one of the tabs visible through the slot. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.